Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that their freestyle blood glucose monitor would not power on when a test strip was inserted, and they were not able to obtain a glucose result. Customer reported feeling nauseous, shaky, blurred vision, and they were experiencing a headache. Customer did not take any medication or eat. They were treated in the emergency room where they were diagnosed with diabetic ketoacidosis. Exact treatment administered to stabilize glucose levels is unknown.